Event description:
A user facility reported that a patient experienced a burn on the right side of their face during a thermage cpt treatment. The patient's current status is blisters and crusts scattered on one side of their face from the temporal area to cheek. After approximately 1140 pulses into the treatment, a black mark was observed on the treatment tip's surface while the provider was treating the right side of the patient's face. The highest energy level used during the treatment was level 3.5. Four bottles of coupling fluid were used during the treatment and there were no error codes during the procedure. The treatment tip was inspected prior to use, as well as every 10-15 pulses during the treatment with no abnormalities noted.

Manufacturer narrative:
The datacard log is not available for review. The treatment tip has been returned for an evaluation; however, an investigation has not been completed.

Manufacturer narrative:
The treatment tip was returned and the evaluation was completed. The tip passed the flow test, leak test, and thermistor test. The tip failed the visual inspection as dielectric breakdown was observed. No functional testing was performed due to the dielectric breakdown. System logs were not available for analysis. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. It is the responsibility of the customer to provide the data card and they have not done so, as such we cannot provide a summary of the system/handpiece data. Thermage cpt system technical user¿s manual instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. According to the thermage cpt system technical user¿s manual burns, blisters, and redness are known potential reactions to treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, damage to the tip caused this event. No corrective action is required.